Event description:
During a coronary stenting treatment procedure, difficulty deflating the balloon was encountered. The lesion being treated was a 99-100% de novo proximal left anterior descending (lad) lesion. The lesion was predilated. Using a renato guide wire and a mach1 guide catheter, the physician successfully deployed the express2 monorail 3.0 mm x 20 mm stent at 10 atms. The physician checked under fluoroscopy to confirm the balloon was fully deflated. However, upon trying to remove the balloon the physician encountered much resistance. He gave the catheter a firm pull and the balloon was removed intact. After removal, the balloon reamined inflated. The pt did not have any symptoms or injuries while the balloon remained inflated. The pt's condition is listed as good.